Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow observed. It continued for 1 hour, then the user tried to remove the catheter for replacement, and found the balloon was difficult to deflate. An echo and CT scan were done, and confirmed that the balloon part of the catheter was bent and placed. The user then cut the inflation lumen but no water would come out. A guidewire was inserted in to the inflation lumen, the balloon then deflated and the catheter was removed. Per additional information received via email on 9 december 2019 from ibc representative, the guidewire was used to deflate the balloon. There were no missing pieces of the balloon.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the returned sample. The sample was evaluated and no pinch or blockage observed. Water was able to be introduced into the returned sample. No conditions were found on the sample that could be associated with the reported event. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "2. Precautions for use 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. 9) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 10) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow observed. It continued for 1 hour, then the user tried to remove the catheter for replacement, and found the balloon was difficult to deflate. An echo and CT scan were done, and confirmed that the balloon part of the catheter was bent and placed. The user then cut the inflation lumen but no water would come out. A guidewire was inserted in to the inflation lumen, the balloon then deflated and the catheter was removed. Per additional information received via email on (B)(6)2019 from ibc representative, the guidewire was used to deflate the balloon. There were no missing pieces of the balloon.